Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The company representative conducted an in-service for the staff. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined. (B)(4).

Event description:
A customer reported that the system showed an incorrect reading during the exam. The exam had to be repeated several times in order to complete it. There was no patient harm.